Manufacturer narrative:
This electrode was returned to the post market quality assurance laboratory in three segments, having been severed during the explant procedure. Visual examination did not find issues. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing, which led to fused beats. Myopotential noisy signals were also noted, which resulted in some beats being over-sensed. Additionally, the ICD appropriately delivered anti-tachycardia pacing (atp). Reprogramming options were recommended. A revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing, which led to fused beats. Myopotential noisy signals were also noted, which resulted in some beats being over-sensed. Additionally, the ICD appropriately delivered anti-tachycardia pacing (atp). Reprogramming options were recommended. A revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.